Event description:
A. Ge marquette solar 8000. The manufacturing lot and/or serial number of the device listed in the medical device report. Unknown. The unit was not identified or returned for analysis and the institution is not sure what unit was involved in the event. According to the institution no units have been removed and are still in use at the hospital and no further events have been reported. There was no other information available concerning the event and the device. The institution is not sure what devices was in use at the time of the reported incident. A. Co could not determine that the event described in the medical device report is attributable to the device, therefore, there is no remedial action plan. The date the event described in the medical device report occurred. A. From mw 2000330000-2005-8047 - march, 2005. The only information received regarding the event was the FDA medwatch report that was received in april, 2005. There were no persons who died or were injured as a result of the event described in the medical device report. A. The device is currently in use in the facility and has not been returned to the co's facility. There have been no further events reported. There have not been any design changes or modifications in the device since first marketed that may be related to the event. A. The total number of devices manufactured and distributed for the last three years by year for the device indicated in the medical device report: I. 2002 1992, ii. 2003 2839, iii. 2004 4261, IV. 2005 1000. 1. Co was unable to determine if there was any device failure, therefore, no notice to any consignees has been given. 2. There has not been any design changes to the masimo device. Ge has made some software updates to the device but they were not to the pulse oximeter portion of the device. 3. There is no data communication issue that co is aware of. 4. Co has not identified any issues that need to be taken to rectify this issue.

Event description:
A patient was in the or, extubated and very combative. While transporting to ICU, pt's jaw locked, sao2, saturated oxygen dropped. An oral airway was inserted, ambu/face mask at 10/min. When spontaneous respirations returned face mask 10l replaced. Pulse ox to finger very variable - did not give accurate reading and no wave form. It went from 77 to 99 in one beat.follow up reveals:crna reports that this particular device performs poorly. Poor quality of wave forms or absent all together. Inconsistent readings. Too much lag time between application and first reading. Will not read on cold extremities. Difficult to use with certain patient populations. Clinical engineering has been working with masimo. There is a software program. There is problems with the ge dash and solar monitor. The manufacturer modified all the monitors at this facility. Eight monitors are in use at this facility.masimo is the pulse oximeter vendor. They have installed their circuit board in the ge solar 8000 physiologic monitor. Last week, masimo has become aware of some data communication problems with their product. Some new software is coming to correct the problem. This incident could be the symptom of the problem. A patient moving around a lot like this one, could also cause variation in pulse oximetry.